Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient suffered a periprosthetic distal femoral fracture around an intermedullary nail. Additional surgery occurred as a result.